Event description:
I used byte back in 2020 and it did not work for me I was told to get a letter from a dentist and submit it for a refund. Customer sent a letter of recommendation to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.